Event description:
\ Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on two episodes two days apart on both both ventricle and shocking electrogram. The noise can not be reproduced with valsalva, or isometrics at least sensitivity. The patient did recieve a shock while on the commode but claims not to have strained very much. Additional information was received stating the patient received more shocks for noise ont ventricular lead.